Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case chipped and cracked and screw mount broken on the bottom case. Event history log review was performed and found no evidence of reported problem. Visual inspection and flow testing were performed. The customer's reported problem was confirmed. According to the investigation, the leadscrew and carriage screw nuts were loose and not tightened down to factory spec. Of .002 as a result of the customer incorrect assembly of the drive train which caused the reported problem. Service's tightened down the pump leadscrew and carriage nuts to factory spec. Of .002 and replaced the main board as a preventative measure. Further investigation noticed contamination of the back and the damaged top case was replaced. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump exhibited check clutch error and had damage top case. It was reported that there as no patient involvement.